Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 119 mg/dl and the sensor glucose was 52 mg/dl at the time of the incident and blood glucose was 116 mg/dl and sensor glucose was 58 mg/dl at the time of call. Troubleshooting was performed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.